Manufacturer narrative:
Additional manufacturer narrative: regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was returned and is pending evaluation. A supplemental report will be submitted at a later date with the findings. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 11500a pericardial aortic valve was placed under consideration for a valve-in-valve procedure after an implant duration of nine (9) months due to aortic insufficiency.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b1, b2, b4, b5, d6, d9, g3, g6, h3, h6. H3: evaluation summary: customer report of aortic insufficiency was visually confirmed through observed rolled leaflet due to host tissue overgrowth. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 11mm on leaflet 3 at the inflow aspect. The free margin of leaflet 3 was rolled toward the inflow aspect due to host tissue overgrowth. The rolled leaflet created a gap in the central coaptation region and horizontal creases on the outflow aspect of leaflet 3. Host tissue formed a ring on the surface of the leaflets at the inflow aspect. Host tissue overgrowth on the stent circumference was minimal at the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded.

Event description:
It was reported that a patient with a 21mm 11500a pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of nine (9) months due to aortic insufficiency. The procedure was successful.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6.